Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The unexpected restart error, occlusion and excessive no delivery tests could not be performed due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error during prime. Blood glucose value was 78 mg/dl. During troubleshooting, the customer stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer then mentioned that he had gone through the body scanner at the airport. He was able to rewind and prime without an alarm and the device passed the displacement and self tests. The customer called back later to report receiving another motor error alarm during bolus. The device was returned for analysis.